Event description:
It was reported that an asymptomatic patient presented remotely with their right atrial leadless pacemaker exhibiting far-field r-wave over-sensing leading to inappropriate mode switch episodes. No intervention or patient consequences were reported.